Event description:
It was reported to philips that the nav-ring was not working; when trying to change the settings, the values would jump around. This event was reported to have occurred during patent use. There was no patient harm noted. The customer spoke with a philips remote service engineer (rse). The customer stated that they were unable to make changes using the nav-ring or the arrows. Further information is pending.

Manufacturer narrative:
Following the evaluation of the device, the fse replaced the front bezel to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. Previous investigations have identified that liquid ingress, due to the variability of the assembly process, causes navigation ring failures.